Manufacturer narrative:
(B)(6). Concomitant products: pm156556 peck rt tflange sz24 784760;  11-300919 arcos 19x190mm spl tpr dist 649370;   103538  ti low profile screw 6.5x60mm 644450 ; 103537  ti low profile screw 6.5x50mm 618190 ; 103533  ti low profile screw 6.5x30mm 841500 ; 103533  ti low profile screw 6.5x30mm 405510 ; 11-107323 freedom std face liner sz 24 845130 ; 11-107023 freedom constr. Liner +5 sz 24 821570 ; 11-107021 freedom constr hd 36mm t1 +9mm 273000 ; 103534  ti low profile screw 6.5x35mm 625050;  103534  ti low profile screw 6.5x35mm 388940 ; 103534  ti low profile screw 6.5x35mm 863980 ; 103539  ti low profile screw 6.5x70mm 527170 ; 103535  ti low profile screw 6.5x40mm 864000. A follow up report will be submitted once the investigation is completed. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00993.

Event description:
It was reported that the radiolucency lines were see on right hip after 3 years 6 months post revision surgery. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. X-rays review by radiologist states ap film of the right hip which demonstrates a right total hip arthroplasty with screw fixation. No dislocation. Heterotopic ossification surrounding the right hip. Bony lucency at the greater trochanter and radiolucency along the femoral stem were noted. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.